Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the blood parameter monitor was measuring twice as high as expected. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. During a cpb procedure on (B)(6) 2019, the end user had not placed the body surface area (bsa) into the bpm to get an oxygen delivery (do2) indexed number. He has been educated on how to index his oxygen delivery for patient care. There was no delay in the continuation of the surgical procedure. There was no harm or blood loss.

Manufacturer narrative:
The reported complaint was confirmed. Further instructions were provided to the user to input all values in order for calculations to be accurate. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.